Event description:
Bd alaris pump infusion set proximal injection port with defective/broken membrane, when spiked d5 fluid bag fluid poured out quickly all over floor. Tubing crimped and changed out. Defective y-site just above the pumps channel insertion site.